Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 9th march 2012. Membrane failure due to verified breakdown of tracks. The device was returned for ¿device switches on automatically¿ the device records multiple manual power ons between the 15th october 2018 and the 7th november 2018. The fault was traced back to a leakage between track 13 and track 14 on the membrane. This leakage would have caused the device to switch on as per the reported fault. The j11 measurements and the current drain of the device returned to normal with a known good membrane installed in the device. This would confirm a fault with the original membrane. This leakage had also resulted in an 18v overvoltage and damage to the microprocessor. This had resulted in most of the instructional leds remaining illuminated. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.